Manufacturer narrative:
Lead model 3387s-40 lot #v411439 implanted: (B)(6) 2010 explanted: unk lead model 3387s-40 lot# lot#v427152 implanted: (B)(6) 2010 explanted: unk extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk neurostimulator model 37601 serial #(B)(6) implanted: (B)(6) 2010 explanted: unk lead model 3387-40 lot#v003141 implanted: (B)(6) 2006 explanted: unk lead model 3387-40 lot#v003141 implanted: (B)(6) 2006 explanted: unk extension model 748240 serial #(B)(4) implanted: (B)(6) 2006 explanted: unk extension model 748240 serial #(B)(4) implanted: (B)(6) 2006 explanted: unk programmer model 7436 serial #(B)(4) extension model 37085-60 serial #(B)(4) implanted: (B)(6) 2010 explanted: unk recharger model 37651 serial #(B)(4) programmer model 37642 serial #(B)(4).

Event description:
It was reported that the patient experienced problems with recharging the deep brain stimulator (dbs). The dbs required frequent recharging and took excessive amounts of time to recharge. The device was replaced with a non-rechargeable device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.